Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. The complaint device was received and evaluated. Visual observations and visual inspection on the picture provided reveal that both implants are deployed from the needle. In addition, the suture was breakage and frayed. In other hand, was identified that the sleeve was crack in the distal part. As the condition of the received device the functional test didn't performed. The complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l60709, and no non-conformances related to the reported complaint condition were identified. As per IFU-113244, instructions for use, penetrate the tissue to desired depth, referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. The possible root cause for the deploy failure reported can be attributed due to not applying enough downward pressure on the device for the deployment so the implant can create a space between the meniscus and the bone in order to turn/flatten. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2021, it was observed that the (B)(4) device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.